Manufacturer narrative:
The manufacturer's investigation is on-going. Further information will be provided once the investigation has completed. The customer informed that the patient was given an additional anaesthetic to remove the broken probe and as a precautionary measure has been given antibiotics. There was no injury to the patient.

Event description:
The customer reported that a uterine probe 15° broke after placement in the patient, between surgery and MRI before treatment.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The returned applicator has been inspected and shows a brittle breakage surface. Tests have shown that the most likely cause of the fracture is an error during the bending process in manufacturing that leads to stress cracks in the material. Subsequent sterilization and bending during insertion can then result in breakage of the applicator. The hazardous situation of a patient's exposure to sharp device parts damaging tissue is determined to have a severity of 'insignificance', with the probability of occurrence of harm as 'implausible' (non-serious). The patient was given additional general anaesthesia during the procedure. Due to a risk of a vaginal wound (however, this was not observed during the withdrawal of the applicator) and a risk of nosocomial infection, the physician prescribed antibiotic therapy as a precaution. No adverse events caused by an applicator breakage are known to elekta.